Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited bluetooth telemetry loss. Programming changes were performed to resolve the issue. The patient condition was stable.